Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the images on the monitors were washed out and then it went completely blank. This issue will cause the system to be unusable due to the inability to see the live image. There was no pt injury or death reported.